Event description:
Pt had undergone a right hemicolectomy for large carcinoma of the cecum. Approx 4 hrs post procedure pt demonstrated rectal bleeding, a drop in hematocrit and a change in vital signs and was returned to surgery. Upon entering the abdominal cavity the previous ileocolonic anastomosis was intact. There was no intra-abdominal hemorrhage. The colon, however, was found to be full of clots extending from the anastomotic length towards the rectum. (The oversewn, by hand, circumferential suture line was intact and was so confirmed by pathology exam at a later point.) The surgeon resected the initial anastomotic area and performed a new anastomosis. The conclusion was that there was bleeding from the anastomotic line from the stapled anastomosis. The surgeon noted that he had checked the anastomotic staple line from inside for hemostasis prior to applying the last staple and then oversewing with suture. Pt discharged 6/10/94 in good condition.